Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "doctor revised insert and patella due to instability. No more information available". Spoke to rep. Hospital will not allow the release of any further information.

Event description:
As reported: "doctor revised insert and patella due to instability. No more information available". Spoke to rep. Hospital will not allow the release of any further information.

Manufacturer narrative:
Corrected catalog number and product long description. An event regarding instability involving a triathlon patella was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot information and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.